Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced an insulin occlusion alert on the ilet system, which resolved after the spouse performed a full supply change including the infusion set (contact detach steel), cartridge, and connector piece. Symptoms included no reported adverse clinical effects. Outcomes included restoration of insulin delivery with no medical intervention or hospitalization. Investigation included troubleshooting and user education performed by customer support. Investigation of this case revealed an occlusion condition associated with the insulin delivery path that was corrected by replacement of disposable components, indicating function restored after supply change. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent occlusion related to disposable component performance or setup, resolved by standard corrective actions.